Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had e216 scope communication error. The issue was found during routine inspection by the customer. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair location for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation. Images were not displayed and watertight defect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a cable failure caused a communication failure, resulting in the images not being displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had e216 scope communication error. The issue was found during routine inspection by the customer. There was no report of patient harm.